Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The four (4) additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right femoral artery was attempted with five proglide devices, prior to a transcatheter aortic valve implantation (tavi) procedure. The first three proglide devices did not "fire" (deploy). The sutures of two proglide devices were successfully preplaced. Following the procedure, hemostasis was initially achieved by tightening the proglide sutures. However, final ileo-femoral angiography from contralateral side showed occlusion of the tavi preclosed access. Reportedly, half of one of the proglides backplate (foot) broke inside the patient and a dissection had occurred. Open surgical repair was performed by vascular surgeon with endarterectomy, fogarty embolectomy, removal of the dissection flap/foreign material from closure device and closure with vascular patch. Hospitalization extended. Although the vascular repair was successful patient unfortunately developed a stroke. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of tissue damage (vascular injury), embolism and dissection are listed in the proglide instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The reported patient effects of tissue damage (vascular injury), embolism and dissection are known inherent risks of the procedure. A conclusive cause for the reported patient effect of stroke and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: investigation conclusion - 4311 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of tissue damage (vascular injury) and dissection are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. The reported patient effects of tissue damage (vascular injury) and dissection are known inherent risks of the procedure. A conclusive cause for the reported patient effect of stroke and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b1: product problem was incorrectly selected on the initial emdr. No reported product problem occurred. Device code 2993.